Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 12 mg/dl at the time of the incident, as they did not have a sensor on. The customer was at 105 mg/dl at the time of the call. The customer used food and glucose tablets and was given dextrose to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer was also having issues with sensor adherence. The insulin pump will not be returned, but the sensors will be returned for analysis.